Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The locking screwdriver for delta xtend broke down. Loosening of the flenses when the screw should be tightening. Lot: 5282307. Patient consequence? Yes -- surgical delay: "was delayed for about 45 min as we had to wait for another screwdriver to be express delivered". Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.